Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of advanced copd/emphysema. Three lesions were biopsied: right middle lobe (1.1cm); right upper lobe (1.1cm); and right lower lobe (1.3cm). Radial ebus was utilized to localized the target lesion. Tools utilized for biopsy under c-arm fluoroscopy included both a 21g and 23g flexision needle, forceps, and a cytology brush. Imaging modalities also included cone beam CT (cbct), while biopsying the first lesion, the pneumothorax was identified intra-procedurally after a cbct spin. The initial size of the pneumothorax was 40%; therefore, a chest tube was immediately inserted. Re-registration was performed, and an additional 2 lesions were successfully biopsied - all were diagnosed as malignant. The physician believed the pneumothorax was iatrogenic due to the proximity ( distance=0mm) to the pleura, which made this procedure high risk for a pneumothorax to occur. The patient was hospitalized for a total of 48 hours and then discharged home. Per the physician, there was no malfunction of an ion system, instrument, or accessory.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.